Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced fluctuating blood glucose after a week of higher-calorie intake while traveling, followed by a return to usual routine, and a factory reset of the ilet pump was performed with education that the algorithm would relearn settings. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem, no investigation findings, and no identified device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.